Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. The trial began (B)(6) 2022. It was reported that patient stated he is leaking more and he is retaining more urine. They were redirected to their hcp. It was unknown if the issue was resolved.